Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, during the pre-discharge check, right atrial (ra) and right ventricular (rv) pacing and sensing failure was observed. An x-ray was performed, and it was determined the leads were dislodged. The physician suspected the leads dislodged due to the pacemaker migrating as a result of the patient's anatomy. The following day, the ra and rv leads were replaced, and a new device pocket was created. The physician moved this pacemaker to the new pocket and it was securely fixed to the tissue. No additional adverse patient effects were reported.